Event description:
A nurse reported to baxter (B)(4) that a blood leak occurred from the blood pump housing after 7 hours of treatment. After further inspection the leak was due to a split in the blood pump tubing. The treatment was immediately terminated and machine sent to bio med. There was patient involvement however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.